Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp) regarding a patient receiving dilaudid (2 mg/ml, 0.2 mg/day) and bupivacaine (1 mg/ml, 1 mg/day) via an implantable pump for non-malignant pain and failed back syndrome - other. It was reported the patient experienced altered mental status about 7-8 months ago when they forgot to refill the patient's pump. No further information provided.